Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer removed the back panel and inspected the bus wire, discovered a cut mark that was making contact with metal, which prevented the full-height drawer from being recognized on the bus. The field service engineer replaced the drawer controller board and bus wire to resolve the issue. A field service engineer checked behind the back panel and found no debris. They examined multiple drawers and found no problems. All rails on the device were inspected and found no issues. The lights on the controller board were functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.